Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an in-clinic follow up, episodes of rv oversensing was observed. No action was taken at this time. The patient was in a good condition afterwards.